Event description:
Event description boston scientific received information that this right ventricular lead exhibited an impedance measurement over 2500 ohms and was unable to capture. The patient had an underlying rhythm. The lead was surgically abandoned and replaced.